Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, stent damage was noted. The 12x3.5mm liberte bare metal stent was found to be damaged when removing it from the packaging. The stent appeared to be over crimped on the distal end. The physician used another of the same device to complete the case. There were no pt complications and the pt's current condition is listed as "fine".